Event description:
Recently, there has been a feeling of aching pain and numbness in the implant area, both in live sound and with stimulation during fitting. The user experienced the symptoms monthly. The pain is present with and without the audio processor on. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recently, there has been a feeling of aching pain and numbness in the implant area, both in live sound and with stimulation during fitting. The user experienced the symptoms monthly. The pain is present with and without the audio processor on. The user was reimplanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to information received, the recipient was reimplanted due to recurrent pain, numbness and edema at the implant site. The edema appears to be due to a recurrent infection that began in the early post-operative period. The pain and numbness could be secondary to the edema, but are also known undesired side effects of cochlear implantation. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Considering the appearance of the initial symptoms in the early postoperative period, its location, and the proper sterilization of the implant at the time of manufacturing, it can be assumed that the infection was most likely due to inoculation of bacteria through the skin during the surgical procedure. Therefore it is unlikely that the device was the source of the reported infection. This is a final report.